Event description:
New information received indicates that the right atrial lead exhibited a lack of lead slack that was noted prior to procedure. The lead was repositioned successfully. It was also noted that the patient expressed discomfort at the pocket site. The physician performed a pocket revision. There were no patient consequences.